Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptoms/ae: none. It was reported that as the physician was preparing an xceed stent for placement, the stent had prematurely partially deployed outside the patient's anatomy. The device was not used and a second stent was placed without problem. There was no patient adverse effects. No additional information is available.